Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass and corroded battery tube. The insulin pump has minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that she was in batting practice and a softball hit the insulin pump's screen. The screen is now damaged and she cannot see what is going on the screen. Customer' s blood glucose level was 115 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.